Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The first of two reports from the same facility. A mayfield triad skull clamp was involved in an incident during a patient procedure. The triad skull clamp was involved in a slippage (further details were not provided). There was no patient injury involved. Add'l clinical info has been requested.